Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. If we get new information about this complaint, a follow up report will create.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in ireland): "no alarm when the syringe was empty"

Manufacturer narrative:
Exemption number e2016018. (B)(4). Result of examination: the history files were read out and analyzed. A malfunction of the perfusor space could not be detected based on the history files. It could detected, that a false syringe (type: monoject60) was selected. Based on the history log files and a conversation with the customer it could detected, that normally the customer use a b.braun syringe (ominfix 50) the sample was subjected to a visual and functional examination. A self test was performed and a delivery mode was started. No malfunction occurred during the test. The complaint could not be confirmed. During the investigation no technical malfunction could be detected on the perfusor space. The incident will happened by wrong handling of the customer, because a false syringe was selected.